Event description:
Complaints text (B)(6) 2020 06:58:18 flamev1 I marked the account inactive/deceased as well opted out of marketing/account comm. Pref. Updated warranty as needed. Complaints text (B)(6) 2020 13:50:07 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2020 13:40:34 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2020 13:33:48 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2020 13:32:05 mainl1 customer concern: customer husband is calling sts that customer was getting medical supplies from us and this morning she passed away matthew husband is calling to let us know about her passing dop114-980doc: deceased reporting what led up to the event?: heart related. Document first and last name of person reporting event: (B)(6). Document best phone number to reach person reporting event: (B)(6). Document relationship of person reporting event to the deceased: husband is reporting party aware of the deceased event details?: yes, explain we will gather the details to the extent available to the person reporting. Date of customer passing: (B)(6) 2020: cause of customer passing: heart related issues indicate the location of customer¿s passing. (E.g. Occurred at home, hospital, emergency room, hospice etc.): at home date customer was admitted to hospital, hospice and/or emergency room: (B)(6) 2020. Reason for admission to hospital, hospice and/or emergency room: customer passed at home bg at time of passing was 262 mg/dl document any health issues or illness that may have contributed or led up to passing: customer sts that congestive heart failure, high blood pressure, was using oxygen tanks, and she had diabetes. Does reporting party recall the initial onset or timeframe of health issue or illness?: two weeks ago was sent home with oxygen due to too much fluids at the hospital two weeks ago was not diabetes or pump related was pump worn at time of passing?: no document date the pump was last worn: (B)(6) 2020: document reason customer was not wearing pump at time of deceased event: bypass and did not need the pump any more. That was (B)(6) 2020 obtain medtronic insulin pump delivery system components worn or used at time of event pump material number: not on pump therapy at the time of the passing pump serial number: not on pump therapy at the time of the passing infusion set material number: not on pump therapy at the time of the passing infusion set lot/batch: not on pump therapy at the time of the passing reservoir material number: not on pump therapy at the time of the passing reservoir lot/batch: not on pump therapy at the time of the passing name of glucometer being worn or used (ascensia, lifescan, etc.): unknown contour next link on the account was customer using a sensor?: no but, they were thinking about putting her back on it not sure if they did restart her back on it was not with her. Husband is willing to return the pump back to medtronic. Creating order to bring pump back in-house.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). Software version 4.10e. The insulin pump did not have a battery installed when received. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test test at 0.08700 inches. Insulin pump uploaded properly using carelink. Insulin pump had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data from (B)(6) 2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.